Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Rotoblader; stent: promus stent. In this case, there was no reported product deficiency. The reported perforation and death are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The 3.5 x 19 mm, 3.0 x 19 mm graftmasters are being filed under separate MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that a perforation was seen in the heavily calcified mid left anterior descending artery after use of a non-abbott cutting balloon and 2 promus stents. A 3.0 x 19 mm graftmaster was attempted to be advanced to the perforation but the stent dislodged off the balloon. A balloon was inserted through the dislodged graftmaster stent and the stent was deployed just proximal to the perforation. A second 3.5 x 19 mm graftmaster was attempted but could not cross through the just deployed stent. The patient experienced tamponade and periocentensis was performed. The patient condition was reported as doing ok post procedure; however, the perforation was not sealed and no additional intervention was performed. The patient died 3 days post procedure. Though requested, no additional information was provided.